Event description:
The patient reported elevated blood glucose readings of over 200 mg/dl during the last 2 weeks with his normal range being 125-145 mg/dl. He stated, he normally changes his insulin infusion sets every 3 days, but, during this time he has experienced elevated readings after wearing the infusion set for 2 days. He stated his current blood glucose reading is 277 mg/dl and the infusion set has been in use for 2 days. The patient stated, he treats his levels by bolusing through his insulin infusion device but his levels do not decrease until he changes his infusion headset and site. During troubleshooting, the patient stated, that when he removes his headset, he sees clear liquid come out. He said, he has inspected the cannula and tubing and does not see any bending or leakage. He stated, he uses his abdomen area for his infusion site and has recently moved to his side area. Troubleshooting did not find any issues with the product. The patient was sent an insertion aid and sample infusion sets along with a guide to infusion site management. On follow up, the patient stated, he is using the insertion aid and his blood glucose levels have been better. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.